Manufacturer narrative:
Varian ref: (B)(4). Investigation is on-going, and has been unable to reproduce issue to date.

Event description:
Customer reported the isocenter of the digitally reconstructed radiograph (drr) is different from the isocenter of the field within the plan. No misadministration is reported.

Event description:
Customer reported the isocenter of the digitally reconstructed radiograph (drr) is different from the isocenter of the field within the plan. No misadministration is reported.

Manufacturer narrative:
Varian ref: (B)(4). Varian has now been able to reproduce the issue reported by the customer and has determined the root cause. Our risk analysis determined that the issue is unlikely to lead to serious harm. The specific sequence of events required for the incorrect drr to be saved with the plan makes the issue unlikely to occur. However, if the issue does occur, anatomical outlines superimposed on the drr will not overlay the anatomical structures displayed in the drr. It is therefore highly likely to be detected either during the treatment planning phase or when the patient is imaged prior to treatment.